Manufacturer narrative:
Concomitant medical product: addr01 ipg, implant date: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible far field r-wave (ffrw) on the right atrial (ra) lead. It was further reported there was a previous atrial lead warning. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.